Manufacturer narrative:
(B)(4).

Event description:
The following information, previously reported in follow-up report #001, no longer applies to this event: [it was reported that on (B)(6) 2014 the expected residual volume was 7.4 cc and the hcp aspirated 6.0 cc. It was noted that on (B)(6) 2014 the expected residual volume was 9.7 cc and the hcp aspirated 9.0 cc. It was reported that on (B)(6) 2014 the expected residual volume was 4.3 cc and the hcp aspirated 4.2 cc.] This information is now captured under manufacturer report # 3004209178-2014-19714. It was later reported that it was determined by the healthcare provider (hcp) that his temporary change in ultrasound technique caused overinfusion in the patient.

Event description:
It was reported an overdose occurred. It was noted at the patient¿s refill ¿the other day,¿ 20-30 minutes post refill the patient was barely able to be aroused, had decreased blood pressure and no pulse. It was reported that 911 was called and an IV narcan drip was administered. It was noted that the patient was brought to the ER/hospital, assessed and discharged the same day. It was reported that the manufacturer¿s representative believed the patient was ok at the time of report. It was noted that the healthcare provider (hcp) used refill kits and ultrasound to refill pumps and was sure that they were in the reservoir. It was reported that the hcp wanted to replace the pump as they were concerned the drug went right from the reservoir to the intrathecal space (it) space as the drug reservoir was being filled with drug. It was noted that the hcp was also contemplating stopping the pump during the refill and reprogramming it back to the infusion rate post pump refill. It was reported that the pump reservoir was not accessed to determine if there was a volume discrepancy. It was noted that the hcp did not think overdose was due to oral pain medications, although it was reported that the hcp may not have knowledge of what the patient may take on their own. It was reported the next day that there was a pump refill issue. It was noted that there was a possibility of a pocket fill as the cause of the patient overdose. It was reported that the incident occurred (B)(6) 2014. It was reported that the patient is doing fine now. It was reported that the patient¿s healthcare provider (hcp) would see the patient at the next scheduled appointment which was thought to be (B)(6) 2014. It was noted the hcp was managing the patient¿s symptoms at the time of the overdose not the pump. It was reported that the patient will refill the pump again doing it very slowly with the same meticulous techniques for refills. It was noted that manufacturer¿s representative thought it may have been a small pocket fill but the hcp stated this was a run of the mill normal refill with ultrasound utilized throughout the entire pump refill. It was reported the hcp is planning on replacing the pump and sending it back for analysis as the hcp thinks it is a pump (over-infusion field action) issue. It was noted that the pump was used to infuse fentanyl, clonidine and an unknown drug. It was later reported that the patient was very drowsy, but aroused approximately 30 min after refill while patient¿s spouse was driving the patient home. It was noted that the patient was sent to a medical center emergency room (ER) where the patient was observed for few hours and released. It was reported that there was no filling error per healthcare professional (hcp). It was noted that the filling was confirmed with ultrasound and documented. It was reported that all is well; the patient is receiving good therapy at the time of report. It was noted that there were no explants yet, the patient¿s hcp will schedule for pump replacement soon, as getting close to eri.

Event description:
On (B)(6) 2014, the erv was 9.7ml and the hcp aspirated 9.7ml.

Event description:
Additional information received reported the doctor had begun keeping ultrasound over the pump the entire time during the refill versus using ultrasound before and after refill. The needle was in the reservoir when the refill occurred and there was no pocket fill.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the pump was explanted (B)(6) 2014. It was noted that the pump was used to infuse fentanyl and clonidine. It was reported that the patient experienced apparent uptake overdose of pump medication within 1 hour of refill. It was noted that the patient was injured, overdose. It was reported that the patient's status after the device was removed was recovered without sequela. It was noted that "possible pump over infusion" occurred. It was reported that no rotor study and no dye study was performed. It was reported that thirty minutes after the patient was discharged from the office the healthcare provider (hcp) was contacted by the patient's spouse. It was noted that the patient had difficulty staying awake. It was reported that the patient returned to the hcp office and was taken by wheelchair into an examination room. It was noted that the patient was coherent, but drowsy and had a respiratory rate of approximately 10 breaths per minute. It was reported that the patient's pupils were pinpoint. It was noted that as the hcp was evaluation the patient, the patient lost consciousness, but was easily aroused. It was reported that the patient took breaths when commanded, but did not take a breath spontaneously. It was noted the hcp realized although a pump pocket fill did not occur (ultrasound was utilized), the patient may have experience an intrathecal bolus of unknown quantity. It was reported that the hcp immediately transported the patient to an outpatient surgical center. It was noted that the hcp placed an IV in the patient's right brachial region. It was reported that IV narcan was administered and the patient immediately and spontaneously regained consciousness. It was noted that the patient respiratory rate remained diminished at approximately 6 breaths per minute, but the patient was kept awake by gentle gesture measure in transport from the office to the surgical center. It was reported that the patient was observed and monitored appropriately for an additional 30 minutes. It was noted that the patient began to lose consciousness again and was given additional narcan. It was reported that the patient was transported to a medical center. It was noted that the patient was observed for approximately four hours at the medical center and discharged uneventfully. It was that the patient had a history of one prior occasion after a pump fill of feeling extremely light-headed with a medicine "taste" in her mouth, which responded with 15 minutes of recumbency in the hcp office. It was noted that the patient was not exhibiting aberrant drug-related behavior or any significant side-effect profile to currently prescribed opioid therapy by any route. It was reported that the patient's total pain related impairment score was 42 at the patient office visit. Per telemetry strips provided the expected residual volume was 16.9 ml and the actual residual volume aspirated in the back table at the patient's replacement surgery was 15 ml. It was noted that the pump was replaced on (B)(6) 2014. It was reported that the patient was later refilled by the hcp extremely slowly, given the patient's apparent uptake if intrathecal medication during pump refills "due to some type of pump malfunction". It was reported that it did not happen on the previous fill on (B)(6) 2014, but happened on the pump fill prior to that. It was noted that at the refill the patient began feeling nauseated approximately 20 minutes after the pump was filled and the patient was transported to the emergency room. It was reported that the patient nausea had been addressed with IV ondansetron and there were no respiratory depression of concern. It was later reported that the patient was previously sent medical center via ambulance for evaluation of acute intrathecal opioid absorption from the pump fill due to suspected pump malfunction. It was reported that on (B)(6), 2014 the expected residual volume was 7.4 cc and the hcp aspirated 6.0 cc. It was noted that on (B)(6), 2014 the expected residual volume was 9.7 cc and the hcp aspirated 9.0 cc. It was reported that on (B)(6), 2014 the expected residual volume was 4.3 cc and the hcp aspirated 4.2 cc.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. As received, the pump was running in simple continuous mode and the pump reservoir was empty. Pump memory logs were gathered and no anomalies were found. Interrogation of the pump indicated that it contained fentanyl and clonidine.

Manufacturer narrative:
(B)(4).